Event description:
Pump was returned for service with a report that the unit shuts off for no reason. There was no report of any patient injury or medical intervention resulting from this situation. Information regarding whether or not the device was in use on a patient when the reported situation occurred was not provided.